Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for three patients. This report represents the two erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off for one patient, on the same overnight shift. Upon repeat testing on another instrument, the repeat accutni result was lower, within the normal reference range of the assay, and regarded as valid. A corrected report was issued the erroneous accutni result was reported out of the laboratory. The patient was transported to, and assumingly admitted, to another hospital based upon the erroneous accutni results. Additional serum cardiac enzyme testing was performed at the other hospital using an alternate methodology. The results of that testing were negative. After obtaining the erroneous results, the customer also obtained a failing system check and accutni assay quality control results. A calibration performed prior to the event met established specifications. A routine system check executed after the event failed due to an elevated washed mean, %coefficient of variation (%cv) and substrate ratio. A routine system check performed prior to the event met established specifications. The sample was collected in a lithium heparin plasma tube with gel separator and centrifuged at ambient temperature prior to testing. The sample was a fresh sample. The sample was analyzed through the access 2 portion of the unicel dxc 600i synchron access clinical system via the closed tube aliquoter (cta) in the primary tube.

Manufacturer narrative:
Service was dispatched to the site.the field service engineer (fse) noted a possible obstruction in the peri-pump tubing for aspirate probe # 1. The fse replaced the peri-pump tubing and reran volume checks which generated results within instrument specifications.beckman coulter inc. Customer product line support performed assessment of the peri-pump tubing and could not confirm a failure.a definitive root cause for this event has not been determined to date.mdrs associated with this event:2122870-2012-00152,2122870-2012-00191.